Event description:
It was reported that the patient "had to go back because some wires weren't right" a few months back. The reporter indicated that "it wasn't working very well". The reporter didn't know if one of the wires "wasn't working or something". No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3889-28 lot# v386950, implanted: 2010 (B)(4), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient later reported that she would be having a revision as something was not working.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was not determined. Two of four electrodes had high impedances. Reprogramming was done. A new lead and implantable neurostimulator (ins) were implanted. The patient had a 50 percent or greater symptoms reduction and they had recovered without permanent impairment.